Event description:
A patient reported blood glucose results of "190 mg/dl, 180 mg/dl, 173 mg/dl, 155 mg/dl, 175 mg/dl, 183 mg/dl, 93 mg/dl, 166 mg/dl, and 135 mg/dl" with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expeceted value of <=20% and or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. The customer care rep. Walked the patient through two blood glucose comparisons with results of "251 mg/dl and 246 mg/dl" on the left hand and "226 mg/dl and 252 mg/dl" on the right hand with a lifescan meter, both performed within 10 mnutes of each other. Based on statistical methodology the caluated differnece of these glucose results excceeds the expected value of <=20% and/or <20 mg/dl. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.